Event description:
A customer contacted haemonetics on (B)(4) 2011 and alleged a centrifuge fluid spill occurred on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record CAPA (B)(4). These actions have been communicated to the FDA and under (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).